Event description:
During the product evaluation for another report, it was discovered that failure code 808:02 occurred on channel b during testing causing an interruption of delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was dirty prisms. The prisms have been replaced to repair the reported condition.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The investigation for this condition is still in progress. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.